Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported multiple alerts¿including insulin occlusion, restart, and unable to proceed following a supply change. After several restarts, the agent guided the user through a dry run and full supply replacement, which completed successfully. When high blood glucose (bg) persisted, another infusion set was replaced from a different box. Bg decreased from 404 mg/dl to 365 mg/dl within 20 minutes. The highest blood glucose (bg) recorded was 404 mg/dl. Bg was corrected following two supply changes. The user felt fine but anxious about prolonged high bg. No medical intervention was reported at the time of call.